Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that on (B)(6) 2023, phenylephrine was programmed to infuse at 16ml/hr. However, 45ml was delivered in one (1) hour. The event occurred in the operating room. This was reported to bd representative during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the reported complaint of an over infusion of phenylephrine was not confirmed based on the review of the logs. ¿ laboratory test results performed on the suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ based on the review of the pcu event log, on december 12, 2023 at 2:28 pm a guardrails drugs infusion was programmed under anesthesia mode for drug ID 722; phenylephrine (5000mcg/50ml) with a dose of 0.3mcg, a rate of 16.3ml/hr and a volume to be infused (vtbi) of 45ml. The infusion was immediately paused after programming was completed. O at 3:30 pm, the dose was updated to 0.2mcg (rate of 10.8ml/hr) and the infusion was started. O at 3:41 pm, the dose was updated a second time to 0.3mcg (rate of 16.3ml/hr) and a rapid bolus was also programmed with a dose of 25mcg (rate of 16.3ml/hr) and successfully delivered one (1) minute later. O at 4:16 pm, the vtbi was updated to 33ml. O at 4:51 pm, the pump module alarmed for air in line and the infusion was paused. O at 4:56 pm, the vtbi was updated a second time to 33ml. O at 5:13 pm, the dose was updated a third time to 0.1mcg (rate of 5.44ml/hr) and the infusion was paused for six (6) minutes. O at 5:53 pm, the pump module was channeled off with a calculated primary volume infused of 30.025ml. ¿ a review of the pcu and pump module error logs showed no errors were recorded related to the reported incident. ¿ physical external and internal inspection of the suspect pump module found no irregularities that could have contributed to the reported complaint. ¿ review of the pcu event log could not determine why the programmed infusion doses were updated three (3) times prior to the pump module being channeled off. It could also not be determined why the infusion was paused for approximately 1 hour prior to the infusion being started. It was also paused an additional six (6) minutes prior to the pump module being channeled off. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. O the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the report of an over infusion of phenylephrine was not identified. The returned device was fully evaluated, and no issues or anomalies were observed regarding the reported issue during the log review and laboratory testing. Note that imdrf annex a1801, a040502, a0404, c23, c0601, c070606, d15, d11, d02, g04037 and g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that on 12 december 2023, phenylephrine was programmed to infuse at 16ml/hr. However, 45ml was delivered in one (1) hour. The event occurred in the operating room. This was reported to bd representative during their site visit. There was patient involvement but no harm.

Event description:
It was reported that on 12 december 2023, phenylephrine was programmed to infuse at 16ml/hr. However, 45ml was delivered in one (1) hour. The event occurred in the operating room. This was reported to bd representative during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.